Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The evaluation found the collapsed lumen under the balloon. The investigation concluded that the low rubberize layer thickness correlate to the low calcium concentration content during the dipping and high cross sectional ratio correlate to the low latex viscosity during the build up. The root cause for this failure mode was due to thin rubberize wall that caused the collapse or pinch inflation lumen under the balloon or along the shaft. A review of the manufacturing process indicates that the process was capable of producing this type of defect. Based on the sample returned it was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the foley catheter balloon difficult to deflate during the pretest. Per follow up via ibc on 06oct2020 there was no visible blockage found in the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to deflate during a pretest. Per follow up on 06oct2020, there was no visible blockage found in the foley catheter.